Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, insulation anomaly was observed on the right atrial lead. The lead was not implanted; another lead was implanted. It was noted that the patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.